Manufacturer narrative:
Results: ten samples were returned with black rings around the cannula. All rings were in the same position. Parts were sent for ftir analysis. The results were inconclusive. The only thing that came up was that it is soluble. Conclusion: it is believed that the marks are ink from a permanent marker. The edges of the cannulator wheels in the assembly process are darkened to improve contrast for the point inspection camera. If the wheel had been recently treated, the ink may not have been dry when it picked up the cannula. However, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found on the 19 g bd¿ 5 micron 1 1/2 inch filter needle before it was used. There was no report of injury or medical interventions.